Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Provocative maneuvers were performed but did not reproduce noise. The rv lead was reprogrammed to resolve the event and the patient was in stable condition.